Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a large increase in shock impedance on the defibrillation lead. Noise could be reproduced with isometric exercises.